Manufacturer narrative:
The issue is investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- xten. As it was stated, the paint was chipping which could fall during surgery. There was no injury reported. However, we decided to report the issue in abundance of caution. Manufacturer reference number (B)(6).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005/ (B)(4). Maquet (B)(4) became aware of an incident with a surgical light xten device. As it was stated, the paint was chipping which could fall during surgery. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The multiple impact marks or scratches of paint damage are located to the extremities of the products (e.g. Bracket, spring arm, ...) Or on the large-areas (e.g. Cover of cupola, main arm, ... ) the multiple impact marks was probably caused by external shocks daily other long period. The most probable root cause of these paint work damages is the collision between other products such as the spring arm or light head. Moreover, the paint work damages are most of the time located on the articulations of arms and spring arms. What is more, in the xten user manual 0130103en ed. 3a page 26 there is an information to daily check the device for chipped paint. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is stil being invesitgated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer reference number (B)(4).